Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic to the nickel in essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic to the nickel in essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic to the nickel in essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), procedural pain ("post hysterectomy from stabbing pain"), pruritus ("itching all the time") and pain ("pain burning"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the allergy to metals, procedural pain, pruritus and pain outcome was unknown. The reporter considered allergy to metals, pain, procedural pain and pruritus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: post operative pain, pain, itching . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received (social media): events itching all the time, post hysterectomy from stabbing pain, pain burning added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic to the nickel in essure') in a 27-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pelvic pain ("stabbing pain / I did not want sex cause I felt I was being stabbed"), pruritus ("itching all the time/ "), pain ("pain burning"), skin burning sensation ("burning from allergic reaction"), hypersensitivity ("burning from allergic reaction"), hot flush ("hot flush") and loss of libido ("lost the urge to have sex"). The patient was treated with surgery ((abdominal)hysterectomy: (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the allergy to metals, pruritus and pain outcome was unknown and the pelvic pain, skin burning sensation, hypersensitivity, hot flush and loss of libido had resolved. The reporter considered allergy to metals, hot flush, hypersensitivity, loss of libido, pain, pelvic pain, pruritus and skin burning sensation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pain, itching, hot flush , burning skin, pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: event "post hysterectomy from stabbing pain" was updated to "stabbing pain". Event "stabbing pain" was clubbed with event "I did not want sex cause I felt I was being stabbed" and outcome was updated to recovered. On 23-mar-2020: social media received: event burning from allergic reaction, hot flush, I did not want sex cuz I felt I was being stabbed, lost the urge to have sex added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.